Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 12 atmospheres. Upon the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed a different device. No patient complications were reported.